Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was unable to be inserted or removed from the catheter. The lead was no longer used and a new lead was implanted. No patient symptoms were reported.